Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl to 70 mg/dl which was treated with food and glucose tablets. Customer stated that they were ill and on medication for that. Customer stated that insulin pump was exposed to external magnetic field. Insulin pump passed displacement test. Customer was using insulin pump within 48 hours of high blood glucose incident. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp mmt-7020 snsr.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was for low bg, expose to x-ray, change sensor alert and calibration not accepted alert. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The test guardian link with the glucose sensor simulator communicated properly with the pump noted. No change sensor alert or calibration not accepted alert during testing. No unexpected pump error 37, 38, or 130 alarms during testing or in the pump history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for expose to x-ray, change sensor alert and calibration not accepted alert. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.